Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and a review of the complaint history could not be performed as this incident was based on an article review and no device/lot information was provided. A definitive cause for the reported death could not be determined. The reported patient effect of death as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature titled, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. (B)(4).

Event description:
This is filed to report post procedure, death occurred. It was reported through a research article identifying the mitraclip device which may be related to patient death. Details are listed in the article, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4).